Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-68804.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 150 mg/dl, compared with the sensor glucose reading of 30 mg/dl. On another occasion, the blood glucose reading was 247 mg/dl, compared with the sensor glucose reading of 30 mg/dl. The customer stated that she needed to treat, but because the sensor glucose reading was so low, the insulin pump continued to suspend insulin delivery while she tried to treat for the high blood glucose. She stated that she had tried all the troubleshooting methods that were suggested to her to no avail. Nothing further reported.